Event description:
Patient did experience pain after a recent CT scan which dye was used prior to our removal today. Upon removal, port was examined and found to have a fracture in the tubing that carries meds/dye.